Event description:
This is a report of a patient who experienced and was hospitalized for symptoms of peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient experienced symptoms of abdominal pain, cloudy effluent, peritoneal monocytosis and fever. The patient was treated with vancomycin upon discovery of negative staphylococcus growth in the culture. The cause of the event was unknown. At the time of this report, the patient was recovering from the events.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.